Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure stent damage occurred. The 75% stenosed lesion was located in the calcified and moderately tortuous proximal right coronary artery (rca). A bsc atlantis intravascular ultrasound (ivus) imaging catheter was unable to cross the lesion. The lesion was dilated with an unspecified balloon catheter and a bsc rotablator rotational atherectomy system. After dilation, the bsc ivus imaging catheter was advanced again but still could not cross the lesion. A non-bsc ivus catheter was used to confirm the lesion and a bsc taxus element 3.0x12mm stent was deployed without issue. Post-ivus was performed and then the stent was dilated with an unspecified balloon catheter. A non-bsc ivus catheter was used to confirm the lesion again and then the lesion was dilated with an unspecified balloon catheter several times. The physician noticed that the proximal edge of the stent was deformed. The physician indicated there was no resistance when the non-bsc ivus catheter and balloon catheter were advanced into the stent but it is possible they came into contact with the deployed stent. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is a combination product.(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed.(B)(4).